Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. The monoblock needs to be replaced. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported that the 7900 system would not boot up. No pt injury was reported.